Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system exhibited fracture noise on the right ventricular (rv) lead and the day after that a lead safety switch (lss) was triggered. The patient also passed out near the same moment. Another lss was observed several weeks after. Recreation with isometrics and pocket manipulation was not possible. Also intrinsic, out of range signal amplitude, was observed at stored electrocardiograms. The patient was scheduled for a device upgrade and lead revision. According to the sales representative, the physician detected a lead micro dislodgement post implant based on the x - ray observed lead position. The patient was hospitalized and the rv lead was explanted with a pacing not delivered when required allegation. Also, high, out of range pacing impedances and loss of capture with no asystole were observed. The original device was upgraded to a cardiac resynchronization therapy pacemaker. The rv lead has been returned for analysis. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed cuts, holes, and electro-cautery damage in the outer insulation, likely explant damage. Stretched and deformed conductor coils on the proximal end of the lead and also extremely stretched near the tip. The lead body insulation was twisted. A suture was tied tight onto the lead suture sleeve and there is an indent in the lead. The dislodgement allegation was confirmed. Inspection showed twist marks on the lead consistent with twiddler's syndrome. Noted stretched and deformed conductor coils on the proximal end of the lead and also extremely stretched near the tip. The reported noisy signals, low amplitude or poor morphology, brady pacing not delivered when required, pacing impedance high out of range, and failure to shock were likely the result of the lead damage observed by the laboratory. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system exhibited fracture noise on the right ventricular (rv) lead and the day after that a lead safety switch (lss) was triggered. The patient also passed out near the same moment. Another lss was observed several weeks after. Recreation with isometrics and pocket manipulation was not possible. Also intrinsic, out of range signal amplitude, was observed at stored electrocardiograms. The patient was scheduled for a device upgrade and lead revision. According to the sales representative, the physician detected a lead micro dislodgement post implant based on the x - ray observed lead position. The patient was hospitalized and the rv lead was explanted with a pacing not delivered when required allegation. Also, high, out of range pacing impedances and loss of capture with no asystole were observed. The original device was upgraded to a cardiac resynchronization therapy pacemaker. The rv lead has been returned for analysis. No additional adverse patient effects reported.